Manufacturer narrative:
Date of event: unknown, not provided; best estimate is during (B)(6) 2021. If explanted; give date: unknown/not provided. If explanted; give date: not applicable as lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it is still implanted, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a dcb00 intraocular device, tip cracked when injecting the lens. The lens was delivered into the eye successfully. Additional information was received indicating that the lens will not be returned. There was no medical intervention, no vitrectomy, no sutures, and no incision enlargement was required. There was no injury. Patient had no adverse sequella. No other information was provided.

Manufacturer narrative:
Correction: upon further review of supplemental #1, section d9 was inadvertently answered indicating that the sample was received for testing, when it should have been kept blank. Moreover, in this supplemental #1, all information pertaining to product return indicated in section h10 should have also been removed. Furthermore, the lens remains implanted in the patient's eye. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Returned to manufacturer: no section h3: device evaluated by manufacturer: no device evaluation: photo provided on complaint folder showed a cartridge tip deformed and crack. However, based on the evidence observed and since the device is not available for a thoroughly evaluation, the complaint issue reported could not be determined if its related to manufacturing since the unit was previously handled. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: the search revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.